Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005, whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: additional surgery, mesh failure, mesh removal, infection. Additional event specific information was not provided.

Manufacturer narrative:
H6: corrected result code for sterilization evaluation. H6: conclusion code remains unchanged.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 10/22/18: office notes. Reason for consult: ckd. Hpi: hx liver transplant x2, 1st in 2004 secondary to primary sclerosing cholangitis. Course was complicated by hepatic artery thrombosis leading to ischemic cholengiopathy requiring 2nd liver transplant in (B)(6) 2005. Course also complicated by development of dvt requiring ivc filter placement which was subsequently removed. Had episodes of acute kidney injury. Diagnosed with diabetes after the transplant and currently on insulin and oral hypoglycemic agent. Ros: unremarkable except; fatigue, weight loss, abdominal pain, constipation, diarrhea. Exam: abdominal: soft, hernia is present.¿ 11/14/18: office notes. Implants: mesh or patch: mesh strattice tissue firm 20x25 500sqcm- sims 168310- implanted. Manufacturer: as of 04/12/18 lifecell corp. Implant ID: (B)(6). Mesh strattice tissue matrix firm 20x25- sims 168308- implanted. Manufacturer: as of 04/12/18 lifecell corp. Implant ID: (B)(6). Floswitch (44-200)- sims 166598- implanted. Manufacturer: as of 04/12/18 boston scientific. Implant ID: (B)(6). Floswitch (44-200)- sims 166598- implanted. Manufacturer: as of 04/12/18 boston scientific. Implant ID: (B)(6). Psh: incisional hernia repair 08/19/09, 03/11/13. There is no mention of a gore device in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient code (3191: no code available for ¿mesh failure¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span may 3, 2002 through may 23, 2019, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Medical records from may 4, 2002 through october 11, 2004 were not provided. Patient information: medical history: cirrhosis, end-stage liver disease [2 liver transplants], on (B)(6) 2004: immunosuppression, on b)(6) 2013: prednisone and heparin, on (B)(6) 2016: history of 2 episodes of steroid-responsive failure rejection, ulcerative colitis/diverticulosis, diabetes. On (B)(6)2005: steroid induced insulin dependent diabetes mellitus. On (B)(6) 2008: uncontrolled; hgba1c 8.2% [<6]. Switch to lantus. On (B)(6) 2009: hgba1c 7.2%, ¿has trouble sticking to diabetic diet.¿ on (B)(6)2013: lantus insulin. On (B)(6)2015: ¿eats a lot of sweets. Does not engage in planned exercise. Impression: uncontrolled diabetes, a1c exceeding 10% [<6].¿ on (B)(6)2016: ¿very noncompliant with insulin.¿ on (B)(6) 2018: ¿noncompliant with dm diet; diabetes poorly controlled.¿ on (B)(6)2019: ¿hemoglobin a1c at 9.4% this week; recommend follow up with endocrinology.¿ chronic pain, gastroesophageal reflux disease [gerd], obesity. On (B)(6)2005: 201 lbs., bmi 28. On (B)(6) 2009: 205 lbs., bmi 28.6. On (B)(6) 2013: 195 lbs., bmi 27.19. On (B)(6) 2018: ¿lost about 20 pounds between (B)(6)2 018.¿ methicillin resistant staphylococcus aureus [mrsa] on (B)(6)2018: left forearm wound. Prior surgical procedures: unknown date: inguinal hernia repair with mesh. Unknown date: bilateral inguinal hernia repair. Unknown date: umbilical hernia repair. Unknown date: right inguinal hernia repair. On (B)(6) 2004: liver transplant secondary to sclerosing cholangitis. Received roux-en-y choledochojejunostomy; subsequent development of hepatic artery thrombosis and ischemic cholangiopathy. On (B)(6) 2005: radiology ¿ CT guided needle placement into left lobe of liver. On (B)(6) 2005: radiology ¿ CT guided needle placement into hepatic abscess. On (B)(6) 2005: second liver transplant; full size graft with roux-en-y biliary reconstruction. Post-transplant complications included dvt with bilateral massive pulmonary emboli; required ivc filter, chronic anticoagulation, 2 episodes of steroid-responsive failure rejection.¿ implant preoperative complaints: on (B)(6) 2005: ¿incisional hernia; enlarging, painful. Abdomen: soft with well-defined hernial defect in midline portion of wound extending into left subcostal area. Left subcostal area included significant bulge, which appears to be thinned out fascia. Obvious fascia defect in midline portion of wound. Impression: incisional hernia status post orthotopic liver transplant x2.¿ on (B)(6) 2005: ¿... History of orthotopic liver transplantation with evidence of a hernia measuring 4 cm localized to his epigastric region.¿ implant procedure: open incisional hernia repair with ¿gore-tex dual mesh.¿ implant: gore® dualmesh® biomaterial (1dlmc08/03428264, 34cm x 24 cm, oval). Implant date: (B)(6)2 005 [hospitalization (B)(6) 2005 through (B)(6) 2006]. Description of hernia being treated: ¿dissection was carried down to the hernia sac, which was then dissected circumferentially to the fascial edges. Upon inspection and palpation the hernia defect measured approximately 5 cm, however, just lateral to the hernia defect on both sides there appeared to be fascial defects extending along the entire extent of the incision. Therefore, eventually the skin incision was made of the entire chevron incision, carried down to the fascia. The midline hernia sac was then dissected free, the peritoneal cavity entered, and all intra-abdominal adhesions taken down with a combination of electrocautery and sharp dissection. The fascial edges were then dissected free circumferentially until healthy fascia was encountered. The hernia sac was excised from the fascial edge and removed from the field. Once healthy fascia was encountered the healthy fascia was then completely dissected with subcutaneous immobilization of tissue. The right lateral portion of the incision was quite mobile and reapproximated in 2 layers with #1 looped pds. This was taken to just lateral to the midline.¿ implant size and fixation: ¿however, at midline and the left lateral portion appeared to be under tension and it was therefore, decided to use gore-tex dual mesh in this area. A piece of dual mesh was then sewn to the fascial edges with running #1 prolene with the appropriate amount of tension in the epigastric and left lateral portion of the fascial defect. This was sewn in a continuous fashion with the fascia edge. The mesh was a 34 cm wide by a 24 cm piece of mesh. The mesh was then approximated anterior to the primary closure of the right lateral portion of the fascial edges for further reinforcement of the primary closure; this was with again #1 prolene running suture. The subcutaneous tissue was then fully irrigated. A #19 french, round, blake drain was placed and then anchored in the right lower quadrant with a #2-0 silk suture.¿ post-operative period: on (B)(6)2006: discharge summary: ¿postoperatively, recovered very well and by postoperative day 3, was ambulating halls, pain well controlled, ¿ discharged.¿ relevant medical information: on (B)(6)2006: ¿postoperative course uncomplicated.¿ on (B)(6)2006: ¿possible wound infection. Has been treated with antibiotic three times.¿ on (B)(6)2006: CT thorax: ¿bilateral bochdalek [congenital opening in diaphragm] hernias containing fat, right greater than left.¿ on (B)(6)2007: hospitalization for ¿hematochezia, abdominal pain. Gastrointestinal bleed. CT consistent with diverticulitis. Lower gastrointestinal bleed most likely due to diverticula.¿ on (B)(6)2008: uncontrolled diabetes; ¿... Switch to lantus insulin.¿ on (B)(6)2009: CT abdomen: ¿prior ventral hernia repair with mesh. New subcutaneous inflammatory fat stranding anterior to the ventral hernia mesh. Minimally peripherally enhancing collection along the left lateral aspect of the abdominal wall, measuring 1.3 x 3.3 x 3.0 cm. May be tiny air bubbles within this collection, which likely represents an abscess. Second more ill-defined collection in subcutaneous tissues of the right anterior abdominal wall. Collection measures approximately 3.8 x 4.5 x 3.5 cm. Anterior most aspect of collection extends to just underneath the skin and likely corresponds to the knot the patient reports in area.¿ explant preoperative complaints: on (B)(6)2009: ¿boil on abdomen. 4-day history of right abdominal concave discoloration below orthotopic liver transplant surgical scar. Area became firm, swollen and red over past 24 hours. Mild pain over right side of abdomen corresponding to area of spreading redness. Impression: cellulitis, likely abscess overlying mesh. Two discrete abdominal wall collections possibly representing abscesses identified on CT scan along with fat stranding superficial to mesh.¿ on (B)(6)2009: infectious disease consult: ¿probable deep skin structure infection involving mesh most likely caused by staphylococcus. Very unlikely antibiotic therapy alone will clear this. Superficial cellulitis; has improved with antibiotic therapy. Continue vancomycin, reassess daily, decision on whether to proceed with surgery in next day or so.¿ on (B)(6)2009: ¿probable deep skin structure infection involving mesh likely caused by presumptive rapid growing acid-fast bacilli; very unlikely that antibiotic therapy alone will clear this. ¿ discussed necessity to remove mesh and debride the area thoroughly in treating this infection.¿ explant procedure: removal of infected mesh and debridement of subcutaneous tissue. Explant date: (B)(6)2009 [hospitalization (B)(6) 2009]. ¿dissection was continued to the fascial level using electrocautery. The mesh was located, which had been sutured to the fascial edges . Mesh was mostly located under the left side of the incision and was extending to the middle of the right side of the incision. Sutures were removed and mesh was taken out in its entirety without any problems . Abdomen was then washed with 2 liters of antibiotic solution. There were extensive adhesions in the abdomen. The fascial edges were retracted significantly beyond the incision. I then debrided the subcutaneous tissue using a curette. The abdomen was then closed in 3 layers.¿ on (B)(6)2009: pathology report: ¿final diagnosis: infected mesh ; foreign material consistent with mesh, associated fibro fatty stroma showing acute and chronic inflammation. Specimen received: infected mesh. Gross description: received in formalin labeled infected mesh is a strip of pink man-made mesh material measuring approximately 30.0 x 7.0 x 0.4 cm. Focal areas of pink/tan to tan/yellow soft tissue area adherent. No designations are seen.¿ on (B)(6)2009: discharge summary: ¿continued to do well following surgery and discharged on postoperative day 6/hospital day 11 with visiting nurse services for dressing changes and intravenous antibiotic administration. At discharge, tolerating regular diet, ambulating, without signs of ongoing infection.¿ relevant medical information: on (B)(6)2009: ¿due to abdominal cultures being positive 4+ acid-fast bacilli, going to be on long-term antibiotic therapy; on imipenem via PICC line, biaxin, cipro and bactrim ds. Reports 3 to 4 loose stools per day, poor appetite; has lost a fair amount of weight. Weight 203.6 pounds. Scars healed nicely; minimal redness most likely due to staples; removed staples. One little open wound in mid right lower quadrant approximately a centimeter in size is nice and clean, no exudate or drainage.¿ on (B)(6)2009: ¿incision totally healed. His biggest concern is the size of his incisional hernia and that he is wearing abdominal binder 24/7. Abdomen: large abdominal girth due to large incisional hernia.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device code. H6: updated conclusion codes. Previous patient code (3191: no code available for ¿mesh failure¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span may 3, 2002 through may 23, 2019, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Medical records from may 4, 2002 through october 11, 2004 were not provided. Patient information: medical history: cirrhosis, end-stage liver disease [2 liver transplants]. (B)(6) 2004: immunosuppression. (B)(6) 2013: prednisone and heparin. (B)(6) 2016: history of 2 episodes of steroid-responsive failure rejection. Ulcerative colitis/diverticulosis, diabetes. (B)(6) 2005: steroid induced insulin dependent diabetes mellitus. (B)(6) 2008: uncontrolled; hgba1c 8.2% [<6]. Switch to lantus. (B)(6) 2009: hgba1c 7.2%, ¿has trouble sticking to diabetic diet.¿ (B)(6) 2013: lantus insulin. (B)(6) 2015: ¿eats a lot of sweets. Does not engage in planned exercise. Impression: uncontrolled diabetes, a1c exceeding 10% [<6].¿ (B)(6) 2016: ¿very noncompliant with insulin.¿ (B)(6) 2018: ¿noncompliant with dm diet; diabetes poorly controlled.¿ (B)(6) 2019: ¿hemoglobin a1c at 9.4% this week; recommend follow up with endocrinology.¿ chronic pain, gastroesophageal reflux disease [gerd], obesity. (B)(6) 2005: 201 lbs., bmi 28. (B)(6) 2009: 205 lbs., bmi 28.6. (B)(6) 2013: 195 lbs., bmi 27.19. (B)(6) 2018: ¿lost about 20 pounds between 04/2018 and 09/2018.¿ methicillin resistant staphylococcus aureus [mrsa]. (B)(6) 2018: left forearm wound. Prior surgical procedures: unknown date: inguinal hernia repair with mesh. Unknown date: bilateral inguinal hernia repair. Unknown date: umbilical hernia repair. Unknown date: right inguinal hernia repair. (B)(6) 2004: liver transplant secondary to sclerosing cholangitis. Received roux-en-y choledochojejunostomy; subsequent development of hepatic artery thrombosis and ischemic cholangiopathy. (B)(6) 2005: radiology ¿ CT guided needle placement into left lobe of liver. (B)(6) 2005: radiology ¿ CT guided needle placement into hepatic abscess. (B)(6) 2005: second liver transplant; full size graft with roux-en-y biliary reconstruction. Post-transplant complications included dvt with bilateral massive pulmonary emboli; required ivc filter, chronic anticoagulation, 2 episodes of steroid-responsive failure rejection.¿ implant preoperative complaints: (B)(6) 2005: ¿incisional hernia; enlarging, painful. Abdomen: soft with well-defined hernial defect in midline portion of wound extending into left subcostal area. Left subcostal area included significant bulge, which appears to be thinned out fascia. Obvious fascia defect in midline portion of wound. Impression: incisional hernia status post orthotopic liver transplant x2.¿ (B)(6) 2005: ¿... History of orthotopic liver transplantation with evidence of a hernia measuring 4 cm localized to his epigastric region.¿ implant procedure: open incisional hernia repair with ¿gore-tex dual mesh.¿ implant: gore® dualmesh® biomaterial (1dlmc08/03428264, 34cm x 24 cm, oval). Implant date: (B)(6) 2005 [hospitalization (B)(6) 2005 through (B)(6) 2006]. Description of hernia being treated: ¿dissection was carried down to the hernia sac, which was then dissected circumferentially to the fascial edges. Upon inspection and palpation the hernia defect measured approximately 5 cm, however, just lateral to the hernia defect on both sides there appeared to be fascial defects extending along the entire extent of the incision. Therefore, eventually the skin incision was made of the entire chevron incision, carried down to the fascia. The midline hernia sac was then dissected free, the peritoneal cavity entered, and all intra-abdominal adhesions taken down with a combination of electrocautery and sharp dissection. The fascial edges were then dissected free circumferentially until healthy fascia was encountered. The hernia sac was excised from the fascial edge and removed from the field. Once healthy fascia was encountered the healthy fascia was then completely dissected with subcutaneous immobilization of tissue. The right lateral portion of the incision was quite mobile and reapproximated in 2 layers with #1 looped pds. This was taken to just lateral to the midline.¿ implant size and fixation: ¿however, at midline and the left lateral portion appeared to be under tension and it was therefore, decided to use gore-tex dual mesh in this area. A piece of dual mesh was then sewn to the fascial edges with running #1 prolene with the appropriate amount of tension in the epigastric and left lateral portion of the fascial defect. This was sewn in a continuous fashion with the fascia edge. The mesh was a 34 cm wide by a 24 cm piece of mesh. The mesh was then approximated anterior to the primary closure of the right lateral portion of the fascial edges for further reinforcement of the primary closure; this was with again #1 prolene running suture. The subcutaneous tissue was then fully irrigated. A #19 french, round, blake drain was placed and then anchored in the right lower quadrant with a #2-0 silk suture.¿ post-operative period: (B)(6) 2006: discharge summary: ¿postoperatively, recovered very well and by postoperative day 3, was ambulating halls, pain well controlled, ¿ discharged.¿ relevant medical information: (B)(6) 2006: ¿postoperative course uncomplicated.¿ (B)(6) 2006: ¿possible wound infection. Has been treated with antibiotic three times.¿ (B)(6) 2006: CT thorax: ¿bilateral bochdalek [congenital opening in diaphragm] hernias containing fat, right greater than left.¿ (B)(6) 2007: hospitalization for ¿hematochezia, abdominal pain. Gastrointestinal bleed. CT consistent with diverticulitis. Lower gastrointestinal bleed most likely due to diverticula.¿ (B)(6) 2008: uncontrolled diabetes; ¿... Switch to lantus insulin.¿ (B)(6) 2009: CT abdomen: ¿prior ventral hernia repair with mesh. New subcutaneous inflammatory fat stranding anterior to the ventral hernia mesh. Minimally peripherally enhancing collection along the left lateral aspect of the abdominal wall, measuring 1.3 x 3.3 x 3.0 cm. May be tiny air bubbles within this collection, which likely represents an abscess. Second more ill-defined collection in subcutaneous tissues of the right anterior abdominal wall. Collection measures approximately 3.8 x 4.5 x 3.5 cm. Anterior most aspect of collection extends to just underneath the skin and likely corresponds to the knot the patient reports in area.¿ explant preoperative complaints: (B)(6) 2009: ¿boil on abdomen. 4-day history of right abdominal concave discoloration below orthotopic liver transplant surgical scar. Area became firm, swollen and red over past 24 hours. Mild pain over right side of abdomen corresponding to area of spreading redness. Impression: cellulitis, likely abscess overlying mesh. Two discrete abdominal wall collections possibly representing abscesses identified on CT scan along with fat stranding superficial to mesh.¿ (B)(6) 2009: infectious disease consult: ¿probable deep skin structure infection involving mesh most likely caused by staphylococcus. Very unlikely antibiotic therapy alone will clear this. Superficial cellulitis; has improved with antibiotic therapy. Continue vancomycin, reassess daily, decision on whether to proceed with surgery in next day or so.¿ (B)(6) 2009: ¿probable deep skin structure infection involving mesh likely caused by presumptive rapid growing acid-fast bacilli; very unlikely that antibiotic therapy alone will clear this. ¿ discussed necessity to remove mesh and debride the area thoroughly in treating this infection.¿ explant procedure: removal of infected mesh and debridement of subcutaneous tissue. Explant date: (B)(6) 2009 [hospitalization (B)(6) 2009]. ¿dissection was continued to the fascial level using electrocautery. The mesh was located, which had been sutured to the fascial edges. Mesh was mostly located under the left side of the incision and was extending to the middle of the right side of the incision. Sutures were removed and mesh was taken out in its entirety without any problems. Abdomen was then washed with 2 liters of antibiotic solution. There were extensive adhesions in the abdomen. The fascial edges were retracted significantly beyond the incision. I then debrided the subcutaneous tissue using a curette. The abdomen was then closed in 3 layers.¿ (B)(6) 2009: pathology report: ¿final diagnosis: infected mesh; foreign material consistent with mesh, associated fibro fatty stroma showing acute and chronic inflammation. Specimen received: infected mesh. Gross description: received in formalin labeled infected mesh is a strip of pink man-made mesh material measuring approximately 30.0 x 7.0 x 0.4 cm. Focal areas of pink/tan to tan/yellow soft tissue area adherent. No designations are seen.¿ (B)(6) 2009: discharge summary: ¿continued to do well following surgery and discharged on postoperative day 6/hospital day 11 with visiting nurse services for dressing changes and intravenous antibiotic administration. At discharge, tolerating regular diet, ambulating, without signs of ongoing infection.¿ relevant medical information: (B)(6) 2009: ¿due to abdominal cultures being positive 4+ acid-fast bacilli, going to be on long-term antibiotic therapy; on imipenem via PICC line, biaxin, cipro and bactrim ds. Reports 3 to 4 loose stools per day, poor appetite; has lost a fair amount of weight. Weight 203.6 pounds. Scars healed nicely; minimal redness most likely due to staples; removed staples. One little open wound in mid right lower quadrant approximately a centimeter in size is nice and clean, no exudate or drainage.¿ (B)(6) 2009: ¿incision totally healed. His biggest concern is the size of his incisional hernia and that he is wearing abdominal binder 24/7. Abdomen: large abdominal girth due to large incisional hernia.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. Previous patient code (3191: no code available for ¿mesh failure¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2002 through (B)(6) 2019, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Medical records from (B)(6) 2002 through (B)(6) 2004 were not provided. Patient information: medical history: cirrhosis. End-stage liver disease [2 liver transplants]. (B)(6) 2004: immunosuppression. (B)(6) 2013: prednisone and heparin. (B)(6) 2016: history of 2 episodes of steroid-responsive failure rejection. Ulcerative colitis/diverticulosis . Diabetes. (B)(6) 2005: steroid induced insulin dependent diabetes mellitus. (B)(6) 2008: uncontrolled; hgba1c 8.2% [<6]. Switch to lantus. (B)(6) 2009: hgba1c 7.2%, ¿has trouble sticking to diabetic diet.¿ (B)(6) 2013: lantus insulin . (B)(6) 2015: ¿eats a lot of sweets. Does not engage in planned exercise. Impression: uncontrolled diabetes, a1c exceeding 10% [<6].¿ (B)(6) 2016: ¿very noncompliant with insulin.¿ (B)(6) 2018: ¿noncompliant with dm diet; diabetes poorly controlled.¿ (B)(6) 2019: ¿hemoglobin a1c at 9.4% this week; recommend follow up with endocrinology.¿ chronic pain. Gastroesophageal reflux disease [gerd]. Obesity. (B)(6) 2005: 201 lbs., bmi 28 (B)(6) 2009: 205 lbs., bmi 28.6 (B)(6) 2013: 195 lbs., bmi 27.19 (B)(6) 2018: ¿lost about 20 pounds between (B)(6) 2018 and (B)(6) 2018.¿ methicillin resistant staphylococcus aureus [mrsa]. (B)(6) 2018: left forearm wound. Prior surgical procedures: unknown date: inguinal hernia repair with mesh. Unknown date: bilateral inguinal hernia repair. Unknown date: umbilical hernia repair. Unknown date: right inguinal hernia repair. (B)(6) 2004: liver transplant secondary to sclerosing cholangitis. Received roux-en-y choledochojejunostomy; subsequent development of hepatic artery thrombosis and ischemic cholangiopathy. (B)(6) 2005: radiology ¿ CT guided needle placement into left lobe of liver. (B)(6) 2005: radiology ¿ CT guided needle placement into hepatic abscess. (B)(6) 2005: second liver transplant; full size graft with roux-en-y biliary reconstruction. Post-transplant complications included dvt with bilateral massive pulmonary emboli; required ivc filter, chronic anticoagulation, 2 episodes of steroid-responsive failure rejection.¿ implant preoperative complaints: (B)(6) 2005: ¿incisional hernia; enlarging, painful. Abdomen: soft with well-defined hernial defect in midline portion of wound extending into left subcostal area. Left subcostal area included significant bulge, which appears to be thinned out fascia. Obvious fascia defect in midline portion of wound. Impression: incisional hernia status post orthotopic liver transplant x2.¿ (B)(6) 2005: ¿... History of orthotopic liver transplantation with evidence of a hernia measuring 4 cm localized to his epigastric region.¿ implant procedure: open incisional hernia repair with ¿gore-tex dual mesh.¿ implant: gore® dualmesh® biomaterial (1dlmc08/(B)(6), 34cm x 24 cm, oval). Implant date: (B)(6) 2005 [hospitalization (B)(6) 2005 through (B)(6) 2006]. Description of hernia being treated: ¿dissection was carried down to the hernia sac, which was then dissected circumferentially to the fascial edges. Upon inspection and palpation the hernia defect measured approximately 5 cm, however, just lateral to the hernia defect on both sides there appeared to be fascial defects extending along the entire extent of the incision. Therefore, eventually the skin incision was made of the entire chevron incision, carried down to the fascia. The midline hernia sac was then dissected free, the peritoneal cavity entered, and all intra-abdominal adhesions taken down with a combination of electrocautery and sharp dissection. The fascial edges were then dissected free circumferentially until healthy fascia was encountered. The hernia sac was excised from the fascial edge and removed from the field. Once healthy fascia was encountered the healthy fascia was then completely dissected with subcutaneous immobilization of tissue. The right lateral portion of the incision was quite mobile and reapproximated in 2 layers with #1 looped pds. This was taken to just lateral to the midline.¿ implant size and fixation: ¿however, at midline and the left lateral portion appeared to be under tension and it was therefore, decided to use gore-tex dual mesh in this area. A piece of dual mesh was then sewn to the fascial edges with running #1 prolene with the appropriate amount of tension in the epigastric and left lateral portion of the fascial defect. This was sewn in a continuous fashion with the fascia edge. The mesh was a 34 cm wide by a 24 cm piece of mesh. The mesh was then approximated anterior to the primary closure of the right lateral portion of the fascial edges for further reinforcement of the primary closure; this was with again #1 prolene running suture. The subcutaneous tissue was then fully irrigated. A #19 french, round, blake drain was placed and then anchored in the right lower quadrant with a #2-0 silk suture.¿ post-operative period: (B)(6) 2006: discharge summary: ¿postoperatively, recovered very well and by postoperative day 3, was ambulating halls, pain well controlled, ¿ discharged.¿ relevant medical information: (B)(6) 2006: ¿postoperative course uncomplicated.¿ (B)(6) 2006: ¿possible wound infection. Has been treated with antibiotic three times.¿ (B)(6) 2006: CT thorax: ¿bilateral bochdalek [congenital opening in diaphragm] hernias containing fat, right greater than left.¿ (B)(6) 2007: hospitalization for ¿hematochezia, abdominal pain. Gastrointestinal bleed. CT consistent with diverticulitis. Lower gastrointestinal bleed most likely due to diverticula.¿ (B)(6) 2008: uncontrolled diabetes; ¿... Switch to lantus insulin.¿ (B)(6) 2009: CT abdomen: ¿prior ventral hernia repair with mesh. New subcutaneous inflammatory fat stranding anterior to the ventral hernia mesh. Minimally peripherally enhancing collection along the left lateral aspect of the abdominal wall, measuring 1.3 x 3.3 x 3.0 cm. May be tiny air bubbles within this collection, which likely represents an abscess. Second more ill-defined collection in subcutaneous tissues of the right anterior abdominal wall. Collection measures approximately 3.8 x 4.5 x 3.5 cm. Anterior most aspect of collection extends to just underneath the skin and likely corresponds to the knot the patient reports in area.¿ explant preoperative complaints: (B)(6) 2009: ¿boil on abdomen. 4-day history of right abdominal concave discoloration below orthotopic liver transplant surgical scar. Area became firm, swollen and red over past 24 hours. Mild pain over right side of abdomen corresponding to area of spreading redness. Impression: cellulitis, likely abscess overlying mesh. Two discrete abdominal wall collections possibly representing abscesses identified on CT scan along with fat stranding superficial to mesh.¿ (B)(6) 2009: infectious disease consult: ¿probable deep skin structure infection involving mesh most likely caused by staphylococcus. Very unlikely antibiotic therapy alone will clear this. Superficial cellulitis; has improved with antibiotic therapy. Continue vancomycin, reassess daily, decision on whether to proceed with surgery in next day or so.¿ (B)(6) 2009: ¿probable deep skin structure infection involving mesh likely caused by presumptive rapid growing acid-fast bacilli; very unlikely that antibiotic therapy alone will clear this. ¿ discussed necessity to remove mesh and debride the area thoroughly in treating this infection.¿ explant procedure: removal of infected mesh and debridement of subcutaneous tissue. Explant date: (B)(6) 2009 [hospitalization (B)(6) 2009]. ¿dissection was continued to the fascial level using electrocautery. The mesh was located, which had been sutured to the fascial edges . Mesh was mostly located under the left side of the incision and was extending to the middle of the right side of the incision. Sutures were removed and mesh was taken out in its entirety without any problems . Abdomen was then washed with 2 liters of antibiotic solution. There were extensive adhesions in the abdomen. The fascial edges were retracted significantly beyond the incision. I then debrided the subcutaneous tissue using a curette. The abdomen was then closed in 3 layers.¿ (B)(6) 2009: pathology report: ¿final diagnosis: infected mesh ; foreign material consistent with mesh, associated fibro fatty stroma showing acute and chronic inflammation. Specimen received: infected mesh. Gross description: received in formalin labeled infected mesh is a strip of pink man-made mesh material measuring approximately 30.0 x 7.0 x 0.4 cm. Focal areas of pink/tan to tan/yellow soft tissue area adherent. No designations are seen.¿ (B)(6) 2009: discharge summary: ¿continued to do well following surgery and discharged on postoperative day 6/hospital day 11 with visiting nurse services for dressing changes and intravenous antibiotic administration. At discharge, tolerating regular diet, ambulating, without signs of ongoing infection.¿ relevant medical information: (B)(6) 2009: ¿due to abdominal cultures being positive 4+ acid-fast bacilli, going to be on long-term antibiotic therapy; on imipenem via PICC line, biaxin, cipro and bactrim ds. Reports 3 to 4 loose stools per day, poor appetite; has lost a fair amount of weight. Weight 203.6 pounds. Scars healed nicely; minimal redness most likely due to staples; removed staples. One little open wound in mid right lower quadrant approximately a centimeter in size is nice and clean, no exudate or drainage.¿ (B)(6) 2009: ¿incision totally healed. His biggest concern is the size of his incisional hernia and that he is wearing abdominal binder 24/7. Abdomen: large abdominal girth due to large incisional hernia.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: mayo clinic. Hugh j. Williams, md; santo malmone IV, md. Radiology-CT abd/pelvis w/cst. Indication: after care following liver transplant, hernia. Comparison: 12/20/13. Impression: large ventral abdominal wall hernia without evidence of bowel obstruction. (B)(6) 2016: mayo clinic. Kristen l. Ryland, arnp. Office notes. Hpi: first liver transplantation 10/14/04 secondary to end-stage liver disease from primary sclerosing cholangitis; received full-sized graft with roux-en-y anastomosis. Second liver transplantation 02/14/05; received full-sized graft with roux-en-y biliary reconstruction. Post-transplant complications included dvt with bilateral massive pulmonary emboli; required ivc filter, chronic anticoagulation, 2 episodes of steroid-responsive failure rejection, cmv colitis, incisional hernia repair. Psh: left sided abdominal hernia repair followed by removal of infected mesh august 2009, repeat hernia repair 03/2013, inguinal hernia repair, umbilical hernia repair. Complications of liver transplant include -infected mesh from hernia repair, removed. No wound complications. Medications: lantus, glimepiride, tacrolimus [immunosuppressant], prednisone, cellcept, aspirin, xarelto. Exam: abdomen; large abdominal hernia, soft, nontender, nondistended and reducible, some abdominal discomfort to palpation. Impression/plan: on aggressive immunosuppression since 2006 for recurrent inflammatory liver disease process. Abdominal hernias; continues to note abdominal pain, worsening in last year with several new small hernias to bilateral lower quadrants. MRI scan this week. Saw transplant abdominal surgery team aug. 2015; recommends deferral of surgery due to comorbidities unless absolutely necessary. Diabetes type 2; uncontrolled . Colonoscopy jan 2016 with diverticulosis, active chronic colitis. (B)(6) 2016: mayo clinic. Gerald r. May, md. Radiology-mr elastography w/liver. Comparison: 04/28/15. Findings: postop liver transplant. Ventral abdominal wall laxity with prior mesh repair. (B)(6) 2017: family care partners. Charles r. Warren, do. Office notes. Hpi: persistent cough. Coughing a lot overall; has extensive abd wall ventral hernias, worsening pain in the area; wears abdominal binder. Wt 195 lb, bmi 27.20. Exam: abdomen; surgical scars, abdominal tenderness-lower. Assessment/plan: generalized abdominal pain; obtain CT abd/pelvis w/wo contrast. [Missing records: records for CT abd/pelvis w/wo contrast were not provided.] (B)(6) 2018: family care partners. Gary l. Leffelman, arnp. Office notes. Hpi: hernia; risk factors include chronic constipation, hx hernias. Symptoms aggravated by bowel movement. Exam: overweight. Abdomen; obese, prominent abdominal hernia. Assessment/plan: abdominal hernia without obstruction or gangrene; if swelling/pain and cannot reduce hernia, go to emd. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: please see attached document for details pertaining to the medical records received on 09/30/19. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. - attachment: [st254431.zip].

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6). Office notes. Status post mesh placement at mayo clinic 03/11/13. Follow up with surgeon tomorrow. Current medications: lantus [for diabetes], cellcept [immunosuppressant], prednisone [steroid], warfarin sodium [anticoagulant], prograf [immunosuppressant], heparin [anticoagulant]. Social history: never a smoker, does not use alcohol. Weight 195 pounds, bmi 27.19. Impression: constipation. (B)(6) 2015: (B)(6). Radiology-CT abd/pelvis w/cst. Indication: after care following liver transplant, hernia. Comparison: (B)(6) 2013. Findings: large stable ventral abdominal wall hernia/laxity containing non-obstructed loops of large and small bowel; fat necrosis noted along left lateral aspect of hernia. Impression: large ventral abdominal wall hernia without evidence of bowel obstruction. (B)(6) 2015: (B)(6). Radiology ¿ ultrasound abdomen/duplex abdomen. Comparisons: 03/25/14 ultrasound and (B)(6) 2015 CT abdomen/pelvis. Findings: aorta not seen due to overlying bowel gas and large ventral hernia. (B)(6) 2015: (B)(6). Radiology ¿ mr elastography with liver. Findings: ventral abdominal wall laxity with evidence of prior hernia mesh repair. (B)(6) 2015: (B)(6). History of abdominal mesh repair to treat hernia, surgery for infected mesh 2009. Interval history: developed viral or bacterial infection; caused significant diarrhea and weight loss; doing much better. Exam: abdomen; large abdominal hernia, soft, nontender, nondistended and reducible to some extent. Some abdominal discomfort to palpation. Positive bowel sounds, organs nonpalpable. (B)(6) 2018: (B)(6). Radiology ¿ mr elastography with liver. Comparison: 05/06/16. Impression: postoperative liver transplant. No suspicious liver lesions. Benign renal cysts. Abdominal wall laxity with prior mesh repair. (B)(6) 2018: (B)(6). Office notes. Chief complaint: weight loss, abdominal pain, diarrhea; follow up ulcerative colitis. History of c. Difficile infection (B)(6) 2015. History of multiple abdominal wall surgeries including ventral/abdominal wall hernia repairs; still has protruding abdominal hernia (chronically). Medications: insulin, prograf [immunosuppressant], cellcept [immunosuppressant], prednisone [steroid], aspirin, xarelto [anticoagulant]. Exam: gastrointestinal; soft, normal bowel sounds, no organomegaly, abdominal wall hernia in use of abdominal compression bracing. (B)(6) 2019: (B)(6). Radiology ¿ ultrasound abdomen. Impression: nodular contour of the liver. No focal lesion. Patent vasculature. (B)(6) 2019: (B)(6). Office notes. Posttransplant complications, abdominal mesh repair to treat incisional hernia; required abdominal surgery for infected mesh (B)(6) 2009. Impression/plan: immunosuppressed state; currently on triple therapy with prograf, cellcept, and prednisone. Aggressive immunosuppression since 2006. Abdominal hernias; continues to note intermittent abdominal pain and reports that he occasionally reduce this [sic] hernias with resolve of discomfort after a few minutes. Saw transplant abdominal surgery team august 2015 and june 2016; recommends deferral of surgery due to comorbidities unless absolutely necessary. Metabolic issues; in 2018, we requested follow up with endocrine team due to ongoing hyperglycemia; don¿t see where he had consultation after we saw him. Hemoglobin a1c at 9.4% this week; recommend follow up with endocrinology. Ulcerative colitis; found to be c. Difficile positive and treated in february 2019; follow up with gastroenterology. See back in 1 year. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Please note the initial medwatch indicates an incorrect date gore aware of (B)(6) 2018. The date gore aware of information for the initial report is (B)(6) 2018. Other relevant history: added medical history. Updated result code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/result/conclusion code 2 for sterilization evaluation. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6) 2005 indicate the patient underwent an orthotopic liver re-transplant with hepaticojejunostomy and aortic conduit vascular reconstruction. ¿the patient¿is status post orthotopic liver transplant performed on (B)(6) 2004 due to end-stage liver disease secondary to primary sclerosing cholangitis. He had a roux-en-y anastomosis performed at that time. The patient did relatively well from that procedure and was discharged to home on postop day #4. However, a CT scan of the abdomen performed on (B)(6) 2004 revealed hepatic artery thrombosis. He subsequently developed intrahepatic abscesses secondary to the biliary ischemia. He is, therefore, listed for retransplant, received an appropriate allograft and had the procedure performed as outlined below.¿. Records dated (B)(6) 2005 indicate the patient underwent a liver biopsy for a diagnosis of ¿follow up after acute liver failure rejection, post liver transplant.¿. Operative records dated (B)(6) 2005 state the patient underwent ¿incisional hernia repair with gore-tex dual mesh¿ for postoperative diagnoses of ¿1. Incisional hernia. 2. Primary sclerosing cholangitis, status post orthotopic liver transplantation.¿ ¿the patient is a 59-year-old white male with a history of orthotopic liver transplantation with evidence of a hernia measuring 4 cm localized to his epigastric region.¿. The (B)(6) 2005 records state: ¿a skin incision was made utilizing the prior chevron incision in the epigastric portion of the incision. Dissection was carried down to the hernia sac, which was then dissected circumferentially to the fascial edges. Upon inspection and palpation the hernia defect measured approximately 5 cm, however, just lateral to the hernia defect on both sides there appeared to be fascial defects extending along the entire extent of the incision. Therefore, eventually the skin incision was made of the entire chevron incision, carried down to the fascia. The midline hernia sac was then dissected free, the peritoneal cavity entered, and all intra-abdominal adhesions taken down with a combination of electrocautery and sharp dissection. The fascial edges were then dissected free circumferentially until healthy fascia was encountered. The hernia sac was excised from the fascial edge and removed from the field. Once healthy fascia was encountered the healthy fascia was then completely dissected with subcutaneous immobilization of tissue. The right lateral portion of the incision was quite mobile and reapproximated in 2 layers with #1 looped pds. This was taken to just lateral to the midline.¿. The (B)(6) 2005 operative report continues: ¿however, at midline and the left lateral portion appeared to be under tension and it was therefore, decided to use gore-tex dual mesh in this area. A piece of dual mesh was then sewn to the fascial edges with running #1 prolene with the appropriate amount of tension in the epigastric and left lateral portion of the fascial defect. This was sewn in a continuous fashion with the fascia edge. The mesh was a 34 cm wide by a 24 cm piece of mesh. The mesh was then approximated anterior to the primary closure of the right lateral portion of the fascial edges for further reinforcement of the primary closure; this was with again #1 prolene running suture. The subcutaneous tissue was then fully irrigated. A #19 french, round, blake drain was placed and then anchored in the right lower quadrant with a #2-0 silk suture. The subcutaneous tissue was closed with #2-0 vicryl running suture. The skin closed with staples.¿ the records confirm a gore dualmesh® biomaterial (1dlmc08/(B)(4)) was implanted during the procedure . A pathology report dated (B)(6) 2005 regarding a specimen collected (B)(6) 2005 states: ¿specimen received: hernial sac. Gross description: labeled "hernia sac "is a 7.3 x 5.0 x 1.1 cm irregular flattened portion of tan/pink to pink/red fibromembranous tissue. A small amount of fatty tissue is attached to the specimen. Sectioning reveals foci of dense white fibrous tissue.¿ ¿final diagnosis: incisional hernia [status post] orthotopic liver transplant.¿ . CT scan records dated (B)(6) 2006 state: ¿CT abdomen: compared to (B)(6) 2005, there has been resolution of the postsurgical changes and removal of the bilateral biliary drains, status post olt. Pneumobilia. New ivc filter and anterior abdominal herniorrhaphy with mesh. Left upper pole renal cyst. Otherwise, unremarkable. CT pelvis: right inguinal herniorrhaphy. Diverticulosis otherwise, unremarkable.¿ records for a right inguinal herniorrhaphy were not provided. CT scan records dated (B)(6) 2006 state: ¿findings: new 1.2 cm nodule in the anterior basal segment of the right lower lobe...there is a smaller 5 mm adjacent nodule...given the rapid development of these nodules they likely represent an inflammatory/infectious process but should be followed with repeat CT in 3 months to exclude malignancy .¿. CT scan records dated (B)(6) 2007 states: ¿postoperative changes related to anterior abdominal hernia repair. Small fat containing bilateral bochdalek hernias , as before. Relatively short segment of abnormally thickened sigmoid colon wall with associated pericolonic inflammatory stranding and hyperenhancement. Findings are consistent with uncomplicated acute diverticulitis. No abnormal fluid collection or evidence of perforation. Postoperative changes related to prior right inguinal hernia repair. No free pelvic fluid, mass, or lymphadenopathy. Small fat containing left inguinal hernia.¿ records for a right inguinal hernia repair were not provided. CT scan records dated (B)(6) 2009 state: ¿prior ventral hernia repair with mesh. There is new subcutaneous inflammatory fat stranding anterior to the ventral hernia mesh. There is a minimally peripherally enhancing collection along the left lateral aspect of the abdominal wall , measuring 1.3 x 3.3 x 3.0 cm (ap x tr x cc). There may be a tiny air bubble within this collection, which likely represents an abscess. There is a second more ill-defined collection in subcutaneous tissues of the right anterior abdominal wall. This collection measures approximately 3.8 x 4.5 x 3.5 cm (ap x tr x cc). The anterior most aspect of this collection extends to just underneath the skin and likely corresponds to the knot the patient reports this area. There is no gas seen within this region. There is no significant fat stranding deep to the mesh.¿ ¿diverticulosis without CT evidence of diverticulitis.¿ ¿postoperative changes right inguinal hernia repair. Fat containing left inguinal hernia is unchanged.¿ records for a right inguinal hernia repair were not provided. Operative records dated (B)(6) 2009 state the patient underwent ¿removal of infected mesh and debridement of subcutaneous tissue.¿ the records state: ¿I opened the patient¿s previous transplant incision. Dissection was continued to the fascial level using electrocautery. The mesh was located, which had been sutured to the fascial edges. Mesh was mostly located under the left side of the incision and was extending to the middle of the right side of the incision. Sutures were removed and mesh was taken out of its entirety without any problems . Abdomen was then washed with 2 liters of antibiotic solution. There were extensive adhesions in the abdomen. The fascial edges were retracted significantly beyond the incision. I then debrided the subcutaneous tissue using a curette. The abdomen was then closed in 3 layers. I used 2-0 vicryl sutures to close the subcutaneous layer in 2 layers, and the skin was approximated using skin staples.¿ records detailing the etiology of the infection were not provided. An undated culture report regarding specimens collected (B)(6) 2009 states: ¿gram stain report: many wbc¿s. No organisms seen.¿ ¿culture report: 4+ mycobacterium mageritense.¿. An undated culture report regarding specimens collected (B)(6) 2009 states: ¿gram stain report: moderate white blood cells. Moderate beaded gram positive bacilli.¿ ¿culture report: 4+ mycobacterium mageritense.¿ ¿smear negative for acid fast bacilli by fluorochrome staining.¿ ¿no anaerobic organisms isolated.¿ ¿no fungi isolated.¿. A surgical pathology report dated (B)(6) 2009 regarding specimens collected (B)(6) 2009 states: ¿specimen received: infected mesh. Gross description: received in formalin labeled "infected mesh" is a strip of pink man-made mesh material measuring approximately 30.0 x 7.0 x 0.4 cm. Focal areas of pink/tan to tan/yellow soft tissue are adherent. No designations are seen.¿ ¿final diagnosis: infected mesh: foreign material consistent with mesh, associated with fibrofatty stroma showing acute and chronic inflammation.¿. Operative records dated (B)(6) 2013 state the patient underwent ¿open redo incisional hernia repair with 25 x 20 cm strattice tissue matrix¿ for a postoperative diagnosis of ¿recurrent incisional hernia.¿ the records state: ¿mr. (B)(6) is a 67-year-old gentleman who underwent orthotopic liver transplantation in 2004. He subsequently developed hepatic artery thrombosis and ischemic cholangiopathy and required a second liver transplant in 2005. He later that year underwent an open incisional hernia repair with dual mesh. He had this hernia repair for approximately 4 years. However, the mesh then got infected with an acid-fast bacillus and he required removal of the mesh and was left with a large hernia. The hernia defect has subsequently gotten much larger over the recent few months. Additionally, he is starting to have significant pain in his left flank in the bowel in the subcutaneous space. He subsequently has presented back to the clinic and wishes to have this hernia repaired.¿. The (B)(6) 2013 operative notes state: ¿attention was turned to the previous transplant incision. This incision was then opened starting in the left lateral most aspect taking across the midline and extending all in the upper midline extension. We then carried it down through the subcutaneous tissue and immediately found a very large hernia sac which was entered easily. We then over mined over top of the sac to the fascia. We then cleaned off the adhesions that were adherent to the hernia sac and the undersurface of the abdominal wall. This required approximately an hour to lyse all of these adhesions . We were then able to get a better handle as to the size of the hernia defect which was 19 x 14 cm in diameter and length.¿. The (B)(6) 2013 operative report continues: ¿at this point, we cleaned off all of the adhesions underneath the fascia and had over mined over top of the fascia to allow us to sew in a large piece of mesh. A 25 x 20 cm piece of strattice mesh was selected and soaked in antibiotic irrigation. The smooth side was placed down towards the bowel and a #1 prolene was used in an interrupted fashion, approximately 3 cm apart, stretching the mesh during the insertion. The mesh was placed underneath the fascia allowing at least 3 cm of overlap over all aspects of the defect. The hernia defect itself extended up to the xiphoid process and we were able to find a little bit of fascia below the xiphoid to secure the mesh in this superior location. However, we only got a couple of centimeters of overlap at this spot.¿. The (B)(6) 2013 operative records state: ¿subsequently we were able to reapproximate the upper midline extension fascia for approximately an additional 3 or 4 cm with interrupted figure-of-eight prolene sutures and were able to incorporate the mesh into that closure as well. We then placed our #1 prolene in stepwise fashion as mentioned 3 cm apart taking care not to damage the intestine. This provided very satisfactory hernia repair. We then irrigated the top of the mesh and the subcutaneous tissue with antibiotic irrigation. Unfortunately, we were unable to close any tissue across the mesh given the large diameter of the hernia. Two #19 round blake drains were brought through the abdominal wall and placed over top of the mesh in the subcutaneous tissue. The drains were sewn in place with 2-0 nylon sutures. We then closed the incisions with a running subcutaneous stitch using 2-0 vicryl suture, and then closed the incision itself using surgical clips.¿ the records indicate a strattice mesh (non-gore device) was implanted during the procedure. Records dated (B)(6) 2013 state the patient underwent ¿ultrasound guided drainage of the subcutaneous fluid collection.¿ ¿using direct ultrasound guidance, a 19-gauge needle was advanced into the superficial subcutaneous fluid collection adjacent to the patient's incision site at the left mid abdomen. Approximately 1 0 ml of serosanguineous fluid was removed.¿. CT scan records from (B)(6) 2013 2013 state: recurrent left ventral abdominal wall hernia containing nonobstructed loops of small bowel.¿ ¿the previously identified left anterior abdominal wall fluid collection is much smaller and now measures 1 cm in greatest maximum dimension... Inferior to this in the left abdominal wall¿there is a recurrent ventral abdominal wall hernia containing nonobstructed loops of small bowel .¿. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.